Manufacturer narrative:
Continuation of medical devices: 5076 x2 leads implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient was experiencing diaphragmatic stimulation due to the left ventricular lead. Follow-up with the physician's office revealed the lead was reprogrammed to resolve the stimulation and it remains in use. No further patient complications have been reported as a result of this event.